Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-200 generator was returned for failure analysis and the reported "e-200 not detected message¿ issue was confirmed, but not replicated. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good system and unit powered on with no issues. The unit passed system drive testing. The probable root cause was attributed to a relay error of the e-200 generator. The root cause is attributed to a defective e-200 power supply. This issue may be resolved by field service engineer (fse) replacement of the e-200.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to duplicate the reported issue. After power cycling, the e-200 was not detected and there was an error 25917. The fse replaced the e-200. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an "e-200 not detected" message on the screen. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 25917 for the electrosurgical unit (esu). The tse recommended power cycling the system, but the surgeon elected to convert the procedure to laparoscopy. The tse advised the customer to look for the backup e-200, which was found, but the necessary foot pedals could not be located. No troubleshooting was performed while on the phone. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopy with no patient harm. The patient tolerated the change. The surgical team utilized the same ports that had been placed for the intended robotic approach.